Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of sensing was observed on the atrial lead. No patient symptoms were reported. The lead was capped and replaced during a system upgrade procedure.